Manufacturer narrative:
The reported bioraptor knotless suture anchor intended for use in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: off axis insertion of the anchor. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a hip arthroscopy, while using the bioraptor knotless anchor, the doctor drilled the pilot hole using the correct drill and guide and as he went to insert one anchor, it bent the inserter and broke the anchor. The anchor was removed from the patient and an additional bone hole was made. A backup device was available and there was no delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.